Manufacturer narrative:
The customer contacted ventec and reported that the device unexpectedly shut down due to user error. The customer no longer wanted to return their device to ventec for an evaluation. The device was not returned to ventec for evaluation. The cause of the reported issue was due to user error.

Event description:
It was reported that a device unexpectedly shut down. There was no patient involvement.